Event description:
Spouse of the home patient (hp) reported the hp was overfilled while using the homechoice cycler for apd therapy. Follow up with the hp's spouse reveals the hp performs a manual exchange of 2500mls during the day, which is then drained out during the initial drain phase of the subsequent apd therapy. Spouse relates that when the hp started their apd therapy hp drained out 23mls of the day exchange when the cycler advanced from the initial drain into fill 1 and delivered the preprogrammed fill volume. After fill 1 the cycler advanced into dwell 1, at which time the hp discontinued apd therapy and performed a manual drain. The hp drained out approximately 5400mls of fluid. Review of the cycler's program parameters revealed the initial drain alarm setpoint was programmed for 0mls. According to the hp's spouse, there was no patient injury or medical intervention as a result of this incident.